Event description:
Patient x-rays revealed that the tibial hinge component dislocated and required surgical intervention.

Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00064. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis because it was not revised. The root cause for the tibial hinge component dislocating could not be determined. Potential contributors may have been the patient's joint being loose, which would allow the components to separate during flexion and extension. Also, it was indicated by the sales representative that the patient did not have an extensor mechanism, which could have caused the patient to suffer from instability causing misalignment of the components. Based upon the patient's information, device history record, sterilization batch release record, and information provided by the sales representative it was concluded that the complaint was not related to the manufacture of the implants or a nonconformance.

Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00064. The device history record and sterilization batch release record were reviewed and indicated that the components involved met specification. The component was unable to be obtained for further analysis because it was not revised. Should additional information be obtained the report will be supplemented.

Event description:
Patient x-rays revealed that the tibial hinge component dislocated and required surgical intervention.